Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported screw. It was reported that, one side of the tab was broken when attempting to attach the tab extender to the v5 screw. Th procedure or technique performed was l5/s transforaminal lumbar interbody fusion. There was a time delay of 3 minutes reported. The reported screw did not came in contact with patient body. There were no patient symptoms reported, no additional treatment or surgery performed as a result. No further complications reported.

Manufacturer narrative:
H3: product analysis of part # (B)(4); lot # h5903259 visual inspection confirmed one of the breaks off tabs has broken. This broken tab appears to be from bend stress overload during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.